Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars leaked the procedure. The procedure was completed with no patient harm. Additional information and product sample were requested; however, the customer informed that no further information is available.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. One opened trocar cannula/hub assembly was received for the report of leaking. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for leaking and was found to be conforming. The returned sample was found to be conforming, therefore leaking as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).